Event description:
Patient was revised to address knee pain and swelling. Femoral and tibial loosening was found at the cement/implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.